Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Failure analysis was unable to perform the no delivery test due to prime anomaly. Pump received with cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Event description:
The wife reported via phone call that they had a no delivery alarm on the insulin pump. The wife reported the insulin pump was cracking in several locations. It was also found the insulin pump alarmed no delivery often. The customer's blood glucose was unknown. The customer did not troubleshoot for the no delivery alarms. The wife also reported the cracks were present in the front of the insulin pump, top of the screen and towards the back of the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.